Manufacturer narrative:
No serious injury or death involved in this complaint. Malfunction alleged. Per the independent repair center, the customer alleged problem is unit smells. The key failure is the sieve beds have a bad odor. Additional malfunction is the power switch has no alarm. MDR filed with the FDA. The event was not filed with (B)(6).

Event description:
Per the independent repair center, the customer alleged problem is the sieve beds. The key failure is the sieve has bad odor and dusted. Additional malfunction is the power switch has no alarm.